Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended cardiology or electrophysiology consult. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended cardiology or electrophysiology consult. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended cardiology or electrophysiology consult. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial arrythmia with rapid ventricular response. Ts recommended cardiology or electrophysiology consult. The device remains in service. No additional adverse patient effects were reported.